Manufacturer narrative:
The lot was manufactured between june 14, 2019 and june 19, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Uf / importer report number - mw5089901. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of vial-mate adapters contributed to leaking of normal saline bags once activated. On an unspecified number of occasions, azithromycin vials were attached to normal saline bags via vial-mate adapters; once activated, leaks were observed dripping from inside the adapter outward. These events occurred prior to patient use. There was no patient involvement. No additional information is available.